Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2016. It was reported that the patient had been experiencing shocking since implant. Four days prior to the report, the patient couldn't get the lightning bolt to appear on the implantable neurostimulator recharger screen. The therapy was working great up until that night when he wasn't able to sleep. He had stimulation at 2.9 volts. The pain returned in his left leg, and the patient could not confirm if the stimulation was on or off at that time. It was confirmed that the implantable neurostimulator was ¾ full. To get the lightning bolt to appear, he was pressing the green button. The stimulation on/off keys were reviewed with the patient and the patient was able to see the lightning bolt on the implantable neurostimulator recharger after reviewing the button functions. When the patient was successfully able to turn stimulation on with the implantable neurostimulator recharger, he got ¿shocked.¿ the shocking stopped when the patient turned the stimulation back off with the implantable neurostimulator recharger. The patient stated that he usually has his stimulation on ¿sleep mode¿ so that he can't feel stimulation, but that it helps with his pain. It was reviewed that if the patient was not using the stimulation and wants to turn it back on, to turn stimulation down to 0.0 volts before turning stimulation on again. It was reviewed that the stimulation may be perceived as much stronger after it¿s been off for a while. The patient turned stimulation down to 0.0 volts and slowly increased it and he was feeling stimulation at 1.8 volts. He stated that it felt like a lightning bolt. He didn't think that it was uncomfortable, but couldn't really tell. It was recommended that the patient follow up with the health care provider if he thinks it¿s uncomfortable, especially since he was on the ¿sleep mode¿ where he doesn't feel stimulation in group b.

Event description:
Additional information was received from the health care professional (hcp) reporting that the patient would be meeting with a manufacturer representative soon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.